Event description:
Additional information received from the consumer reported that she did not really know why the power-on-reset (por) error message occurred. However, they indicated that the patient had been seen by the physician and a replacement was performed. The patient received a new device and a new patient programmer. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0etvy, implanted: 2014 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
The consumer reported that there was a power on reset (por) message on the patient programmer in (B)(6) 2015. No symptoms were reported. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.